Manufacturer narrative:
It was reported by customer that tpn would not prime through the tubing. One sample was received for quality evaluation. Visual examination of the sample does not indicate any damages or abnormalities. Priming the sample was then attempted, however, fluid flow would not occur. Further examination of the sample identifies an occlusion in the fluid path the filter inlet port. The customer complaint of flow issues was verified. The investigation was forwarded the manufacturing location for further evaluation. After investigation, the potential root cause of occlusion between tubing and adult filter could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was generated on may 28, 2025 to communicate and reinforce the correct solvent application to avoid occlusion. A device history record review for model 20027e lot number24129262 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: while stringing tpn & lipids, tpn line would not prime- upon further investigation, tpn filter faulty, and would not allow tpn to prime through. New tpn filter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.